Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-jun-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 19-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), after placement of the device cardiac tamponade resulting from a perforation was noted. A pericardiocentesis was performed which helped stabilize the patient condition. The ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.